Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 11 needles had to be cut several times before completely cutting with a bd safe-clip¿ needle clipper. The following information was provided by the initial reporter: bd received an email informing us that consumer has had trouble with the safe-clip he has purchased at pharmacy. When cutting his bd pen needles 5 mm he has had to cut 2-4 times before the canula has been cut, and sometimes the cut canula does not end up in safe-clip but drops to floor. This has not ever happened with the safe-clip he had before. He also states that about 10 other persons with diabetes living in the northern part of sweden has had the same issue with their safe-clips, as this has been discussed in an online forum for diabetics.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned one (1) used bd safeclip device from lot 7340562. Consumer reported when cutting his bd pen needles 5 mm he has had to cut 2-4 times before the cannula has been cut, and sometimes the cut cannula does not end up in safe-clip but drops to floor. The returned safeclip was examined, then tested by clipping test cannula: the safeclip was able to clip test cannula properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. According with the DHR review, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 11 needles had to be cut several times before completely cutting with a bd safe-clip¿ needle clipper. The following information was provided by the initial reporter: bd received an email informing us that consumer has had trouble with the safe-clip he has purchased at pharmacy. When cutting his bd pen needles 5 mm he has had to cut 2-4 times before the canula has been cut, and sometimes the cut canula does not end up in safe-clip but drops to floor. This has not ever happened with the safe-clip he had before. He also states that about 10 other persons with diabetes living in the northern part of sweden has had the same issue with their safe-clips, as this has been discussed in an online forum for diabetics.